Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported that the customer was in the hospital about 1 year ago. Caller stated that the customer's blood glucose was 600 mg/dl at the time of the hospitalization. Customer's current blood glucose is 547 mg/dl. Customer started using the insulin pump on (B)(6) 2014.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer was not wearing the insulin pump therapy during hospitalization. The customer's blood glucose reported initially of 547 mg/dl, customer confirmed they were using insulin pump during high blood glucose. The customer started using the insulin pump on (B)(6) 2014.